Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified unspecified vessel of the forearm. The 4.0 x 40, 40cm mustang¿ balloon catheter was selected. The lesion was dilated several times; however it was not dilated enough. When the inflation pressure went up to 20 atms, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.    (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).